Event description:
During a left inguinal hernia repair in 2001, the right side of the hernia sac was closed with clips. Following this procedure, the pt developed a bowel obstruction with left groin swelling. During a laparotomy performed three days later, a loop of incarcerated bowel was found in the abdomen. A clip was found to have become dislodged. The area around the hernia sac was open.